Event description:
Review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) failed the hi-pot and +p insulation resistance tests. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the trunk cable connector was cracked. The cause of the failed hi-pot and +p insulation resistance tests was the cracked trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but is likely due to physical abuse. No adverse event resulted from the damaged electrode belt. The last pt to use this belt did not report any deficiencies.